Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent a mesh removal on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and monarc hammock were used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent stress incontinence. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with da vinci assisted sacral colpopexy, lysis of adhesion, perineorrhaphy, mid urethral sling using monarc, cystourethroscopy and suprapubic tube.